Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left & right inguinal hernia. It was reported that after implant, the patient experienced pain when sitting for long periods of time, large firm palpable mass in left groin, adhesions, left groin mesh plug rolled up and entrapped ilioinguinal nerve associated with the balled up mesh. Post-operative patient treatment included revision surgery.